Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the screw broke off at the shaft during surgery. A portion of the screw was left in the patient.

Manufacturer narrative:
A partially threaded bone screw was returned for evaluation. As returned, the screw was fractured. The threaded feature of the screw was not returned. Dimensional measurements are conforming to print specifications. Device history record review indicates the devices were manufactured to specifications. Device history record shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. The device was used for treatment. Review of complaint history for the part-lot combination of the reported device identified no additional complaints. Scanning electron microscopy analysis of the bone screw fracture surface revealed that it was fractured due to torsional overload. A sem micrograph, shows suspected crack initiation area, crack propagation direction, and suspected final rupture area. Other images in the sem report show the different areas on the fracture surface in the order of crack propagation direction, revealing the ductile overload sheared dimples. The sheared dimple in the figure reveals the smeared direction. No obvious inclusions and no fatigue characteristics were identified on the fracture surface. The most probable root cause of the torsional overload of the screw cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.